Event description:
The covidien customer support engineer (cse) reported that an 840 ventilator had an erratic display. No pt involvement. The cse inspected the device and replaced the graphic user interface (gui) pcb. The unit passed extended self-testing.